Event description:
It was reported that during an ablation procedure cross-talk was observed on the device resulting in inhibition. External pacing was provided. The cross-talk could not be reproduced. The device remains implanted and the patient was in good condition following the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.